Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 42 mg/dl at time of incident. Customer treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.